Manufacturer narrative:
The patient sample was collected in a greiner vacuette 13x100mm serum sample tube. The specimen was centrifuged for 10 minutes at 3,000g. It was reported that only 22 minutes had elapsed between the collection time of the sample and the load time of the sample on the instrument, the clot time specifications is 30 minutes for the supplied collection device type. Qc was within the customer's established ranges on the date of the event. A system check data has not been supplied to date. Service information has not been supplied to date. Proper sample handling of the serum sample tubes was discussed with the customer. Although there was a concern that pre-analytical sample handling may have contributed to this event, a definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter in., (bec) regarding an erroneously elevated troponin (accu tni) result above the ami cutoff generated by the unicel dxi 800 access immunoassay system for one patient. The result was reported out of the lab. Repeat testing of the patient sample on this and on a different instrument produced lower results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.